Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,pain") in an adult female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's previously administered products included for an unreported indication: iron pill. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2015 supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date discrepancy- (B)(6) 2006. Two lot no.621800, eo0003130518 are given out of them eo0003130518 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,pain") in an adult female patient who had essure (ess205) (batch no. 621800,eo0003130518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's previously administered products included for an unreported indication: iron pill. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2015 supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date discrepancy- (B)(6) 2006. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter information , patient demographic, essure lot number 621800 and eo0003130518 and events (headaches, menorrhagia, essure confirmation test not conducted) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a device removal procedure.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.